Event description:
Account experiencing getting low sodium results, which recover higher when repeated, for multiple patient samples. Only the following patient sample was provided as an example: initial result gave 127 mmol/l; repeat gave 137 mmol/l. Erroneous result was not reported. The field service rep determined the cause to be due to worn sample transfer chain cables, and replaced chain cables and sample syringes.